Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that approximately nine months ago, the patient implanted with this device system received two 41 joule shocks for an episode detected in the ventricular fibrillation (vf) zone. When reviewing the electrogram strips, there was no morphology, however, there were marks on the right atrial (ra) / right ventricle (rv). Additionally, the shock channel appeared to be a flat line. It was reported that following this episode, the patient was put on a prescription and no further shocks were received. Technical services (ts) reviewed the faxed electrogram and observed noise being sensed on the rv and shock channels, which were likely electromagnetic interference (emi) due to the cyclic and discrete nature. The patient was dependent, which explained the lack of morphology on the shock channel. Additionally, pacing was inhibited for approximately 13 seconds in the first episode and 12 seconds in the second episode, occurring one minute apart. No further complication was reported and no additional information was available.